Event description:
Information received indicates the brake casters at the head of the stretcher are not holding in brake.

Manufacturer narrative:
The technician found the set screw and nut for the hex rod was missing. The technician replaced the screw and nut to repair the stretcher.